Event description:
As a result of use of product, consumer called and described complete loss of feeling in her vaginal area; loss of feeling remained four days later. Return of sensation has not been confirmed; therefore, this is being reported.

Manufacturer narrative:
Church and dwight co., inc. Has requested the following from the consumer: the product, its original packaging, and the completion of an event questionnaire. To date, the requested product and its original packaging have not yet been returned.